Manufacturer narrative:
Internal file number - (B)(4). Correction: brand name. Correction: catalog #. Evaluation summary: all available information was investigated and the reported leak at the lever during preparation could not be replicated in a testing environment due to the returned condition of the device (broken lock lever). The investigation confirmed the reported lock lever cracks/breaks. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the device was continued to be used after the lock lever crack was observed. The mitraclip instructions for use warns: always inspect the mitraclip system and its packaging to verify no damage has occurred as a result of shipping and handling and that the sterile barrier has not been compromised. The leak at the lever appears to be related to the broken/cracked lock lever. The investigation determined the observed broken lock lever appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report a leak. It was reported that during unpacking of the clip delivery system (cds), a crack was observed on the lock lever. The cds continued to be prepared for use; however, a leak was observed. The cds was not used in the patient and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.